Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 10-oct-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving morphine at an unknown concentration and dose via an implantable infusion pump. The indication for use was non-malignant pain. It was reported that a magnetic resonance imaging (MRI) was being performed to check on the location of the catheter tip because they are concerned that it moved or was dislodged. No symptoms were reported. No further complications have been reported as a result of this event.